Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced occasional stimulation during rv pacing. Intermittent capture at threshold of 7.5 volts was also observed. Additional information was received indicating that a computed tomography (CT) scan was performed which revealed that the lead had perforated through the cardiac muscle and was stopped by the pericardial fat. The rv lead was successfully repositioned a day after implant. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.